Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 5.1 & 5.2 needs replacement. A field service engineer (fse) revealed the bearing cage was displaced and most bearings were missing. The fse replaced the drawer with a pharmacist supplied half height drawer and reconfigured it in station. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5.1 and 5.2 required replacement. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.